Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument metal piece separated from the shaft and couldn't get it out of the port. Trocar had to come out with instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.293" x 0.195" was not returned with the instrument. The instrument was found to have a dislodged proximal clevis due to the broken main tube. The dislodged proximal clevis with the rest of the grip assembly was not returned with the instrument. Additional observations not reported by site that are related to the customer reported complaint: the instrument was found to have a broken grip cable at the proximal clevis. The instrument was found to have a broken pitch cable at the proximal clevis. The instrument was found to have a broken conductor wire at the proximal clevis.